Event description:
Customer reported the system is displaying a collimator iris error during a case, and the cine function is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator and the cine board. System operates as intended.